Event description:
It was reported the customer received a motor error alarm while attempting to rewind/set reservoir. The customer stated the alarm occurred again when they attempted the process a second time. The customer's blood glucose was 190 mg/dl. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump received with stuck motor error alarm loop during bolus delivery due to corroded motor home switch. The insulin pump received with cracked case at display window corner and minor scratches on display window.